Manufacturer narrative:
The pressure tubing was returned with traces of blood at the male and female ports. The pressure tubing male port was found detached from the rest of the pressure tubing assembly. No further damage noted. A measurement of the tubing diameter was performed and was found to be within specifications. Under magnification, there was what appeared to be adhesive residue visible on the tubing assembly. The supplier quality department was informed, whom in turn contacted the supplier ICU medical about the issue. Pictures of the tubing were provided to the supplier. ICU medical conducted an investigation and found that no nonconformances were associated to the tubing lot # 4418905. However, the supplier confirmed that there were irregularities in their tubing assembly process. There were no ncmrs or scars in the past for the reported problem. Based on the returned condition of the device, the evaluation confirmed the reported problem. The root cause is related the supplier during their tubing assembly and curing process. The issue is currently being addressed by the supplier. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after use of the intra-aortic balloon (iab), the male connector came off of the pressure monitoring extension tube while in use. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after use of the intra-aortic balloon (iab), the male connector came off of the pressure monitoring extension tube while in use. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that after use of the intra-aortic balloon (iab), the male connector came off of the pressure monitoring extension tube while in use. There was no reported injury to the patient.